Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The rainbow glare effect is a general side effect that is mentioned in operator manuals. Root cause for this reported event can not be determined conclusively. (B)(4).

Event description:
An optometrist reported a case of rainbow glare post lasik procedure of the left eye. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Rainbow glare is referred to a mild and occasionally reported side effect described after lasik using a femtosecond laser system. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via user facility report indicating the rainbow glare was observed at one day post lasik.